Event description:
Hold for ta

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) is getting the shutdown loading screen constantly. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) is getting the shutdown loading screen constantly.